Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, missing display window cover and cracked case corner of belt clip rails.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, cracked battery tube threads, broken reservoir tube lip, missing display window cover and cracked case corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damage. The customer's blood glucose was unknown. The customer reported that reservoir ring has fallen off. The troubleshooting was performed for damage and found that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.